Event description:
On (B)(6) 2024 patient received dexcom g7. Ten days later when the sensors needed to be changed is when the issues were recognized by the patient's daughter who is the caregiver. The caregiver reports that eight sensors were missing the injection spring that latches onto the skin. If the spring is missing the sensor cannot administer insulin. The patient's caregiver contacted dexcom technical support and customer service, but they will not send replacements. Dexcom case number is (B)(4).